Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent cancellation remains unknown.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for evaluation. Visual inspection verified the front ports, rear switch, and labels were free of physical damage. The touchscreen display was intact with no cuts and no issues were found with the chassis. The generator was powered on and the generator booted to the application menu. The field reported event was not reproducible as the generator touchscreen was responsive and the touchscreen operated as intended. Functional testing was successful as target temperatures were reached while consistent impedance and voltage readings were observed at all ports. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause remains undetermined as the field reported event was not reproducible.

Event description:
During the procedure, the touchscreen not responding consistently and the case was cancelled with no consequences to the patient.